Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain, poly wear, osteolysis, and leg length discrepancy. Doi unk - dor (B)(6) 2013 (right hip). Update rec'd 02/27/2014 - medical records received. After review of the revision operative note it confirmed 1/2 inch leg length discrepancy and significant osteolysis with significant polyethylene wear. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 03/25/2014. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Update rec'd 2/27/2014-medical records received. After review of the revision operative note it confirmed 1/2 inch leg length discrepancy and significant osteolysis with significant polyethylene wear the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, poly wear, osteolysis, and leg length discrepancy.